Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the peritonitis. The same day as event onset, the patient was treated with amikacin injection (250mg, intraperitoneal, ongoing), ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) and heparin injection (1000 iu, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that on an unknown date, antibiotic treatment was stopped and the patient was recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.